Event description:
No new information.

Manufacturer narrative:
Follow-up report submitted to document device evaluation results.

Event description:
It was reported by customer that during a procedure, the device overheated. The procedure was completed successfully without a clinically significant delay.